Event description:
Abbott diabetes care (adc) received an mhra report which contained the following information: a customer reported an alarm issue with the abbott diabetes care (adc) device in use with an iphone (unknown model) with ios 18. The low glucose alarm did not sound and the customer was not alerted of their low glucose levels. The customer's wife found the customer experiencing convulsions and had a loss of consciousness. Due to the convulsions, the customer experienced bruising in their arms and torso. It was indicated that the convulsions caused the shoulders to become dislocated and broken which resulted in their left and right shoulder being surgically replaced with prosthetics in december 2024. It was also reported that the customer was advised to take anti-seizure medicine by a neurology department. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An investigation was performed for the reported complaint. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported for missing high or low glucose alarms. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an mhra report which contained the following information: a customer reported an alarm issue with the abbott diabetes care (adc) device in use with an iphone (unknown model) with ios 18. The low glucose alarm did not sound and the customer was not alerted of their low glucose levels. The customer's wife found the customer experiencing convulsions and had a loss of consciousness. Due to the convulsions, the customer experienced bruising in their arms and torso. It was indicated that the convulsions caused the shoulders to become dislocated and broken which resulted in their left and right shoulder being surgically replaced with prosthetics in december 2024. It was also reported that the customer was advised to take anti-seizure medicine by a neurology department. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received an mhra report which contained the following information: a customer reported an alarm issue with the abbott diabetes care (adc) device in use with an iphone (unknown model) with ios 18. The low glucose alarm did not sound and the customer was not alerted of their low glucose levels. The customer's wife found the customer experiencing convulsions and had a loss of consciousness. Due to the convulsions, the customer experienced bruising in their arms and torso. It was indicated that the convulsions caused the shoulders to become dislocated and broken which resulted in their left and right shoulder being surgically replaced with prosthetics in december 2024. It was also reported that the customer was advised to take anti-seizure medicine by a neurology department. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent injury associated with this event.